Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringes with the bd ultra-fine¿ needles had scales that were not printed clearly. This occurred on 10 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: customer returned (9) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 7100846. A review of the device history record was completed for batch # 7100846 all inspections were performed per the applicable operations qc specifications. There were two (2) quality notifications that did not pertain to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for scale marking light/illegible on lot # 7100846. Investigation conclusion: all returned syringes were examined and all scale markings were observed to be clearly and legibly printed without interfering with adjacent scale markings. Also, no smudges were observed on the barrel. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringes with the bd ultra-fine¿ needles had scales that were not printed clearly. This occurred on 10 separate occasions but the date/time and or patient information is unknown.